Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis could be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), the loading check was performed and identified a good load. It was noted that the access was tortuous and calcified and the patient had a horizontal aorta (67 degrees). The system was introduced, and the valve was partially deployed in an unacceptable position that required the valve to be recaptured. During the second deployment, the capsule was observed to have an abnormal shape. It was reported that due to the anatomy, tension in the system could have been present during deployment. The valve was then fully recaptured as the capsule was starting to break. The system was removed without difficulty and the valve was inspected. The valve and dcs were replaced and the procedure performed without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the capsule fully opened, the nose cone detached, and the end cap/screw gear snap fit connected. The dcs handle and tip-retrieval mechanism appeared intact and the deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. A break was observed in the capsule nitinol reinforcing frame near the proximal end of the capsule; the capsule is held together by the outer layer of polymer. The nose cone is detached from the inner member, near the spindle hub, at the proximal end of the inner member. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. It was reported that the valve was recaptured due to positioning difficulties. Recapturing is a feature of the enveor device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. In this case, it was noted that the access was tortuous and calcified and the patient had a horizontal aorta (67 degrees). This indicated that the probable cause of the positioning difficulties was patient anatomy. Positioning difficulties do not typically indicate a device manufacturing issue. The device was returned for analysis. Delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. In the absence of fluoro load check or procedural images, the source of these voids cannot be determined. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule, the capsule was held together by the outer layer of polymer. Images were also received showing this deformity in the capsule. Thus, confirming the reported event. The nose cone was also noted to be detached from the inner member at the proximal end of the inner member near the spindle hub. The description of the event does not indicate that this damage occurred during the reported issue. Capsule separation/stretching occurs due to excessive compressive forces and high tension applied to the capsule. It was reported in this case that due to the anatomy, tension in the system could have been present during deployment. Therefore, the most likely cause of the excessive compression forces and high tension in the system is due to patient anatomy. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.